Manufacturer narrative:
The lead was returned with no reported event. Only the connector portion of the lead was returned in one piece. Visual inspection found full breach insulation degradation 4.0 cm to 4.3 cm from the connector pin. Electrical testing was normal.

Event description:
This report is to advise of an event observed during analysis.